Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Evaluation of the provided picture identified the four components loose in the inner cavity and confirmed the presence of a hair-like fiber on one of the components. The backer card supposed to retain them as well as the retainer are missing. The edge of the inner cavity is uniformly covered with glue remain indicating that the tyvek lid was properly applied. The packaging was completely opened and the products were handled. Visual examination of the returned product identified the four components loose inside the cavity in which no foreign material (hair) was located. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure the customer found a hair like foreign material adhered to the product. No more information available.